Event description:
It was reported that prior to starting a da vinci si surgical procedure the tenaculum forceps instrument was noted to have a cable sticking out from the distal end of the instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the cable was sticking out from the distal end of the instrument. The pitch cable was broken at distal end. The cable segment that contained the crimp was still installed in the clevis. The broken cable segment stuck out at the wrist. The clevis did not exhibit any damage or wear marks. The other cables at wrist were undamaged. Engineering also found deep scratches. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.